Manufacturer narrative:
On 5/27/2019, mention became aware that the patient underwent bilateral implant removal and right breast mass excision. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side pain and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast implant surgery procedure with mentor medical devices (sm mpp gel 400cc date of implant (B)(6) 2011) has experienced right side breast implant rupture which complicated with pain. The patient also reported a lump in the area of a right breast. As a result, the patient had undergone breast implant removal on (B)(6) 2019. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated.